Manufacturer narrative:
The reported event could not be confirmed, since the device(s) were not returned for evaluation and no other additional information was received from the clinical site.   More detailed information about the patient's medical history, the event details and the involved device(s) must be available to determine the root cause.     If any additional information becomes available, the investigation will be reopened and re-evaluated accordingly.

Event description:
¿The manufacturer received stryker collaborative study (scs) named "a retrospective data collection of the internal fracture fixation of long bones with the axsos3 titanium locking plate system" that contains collected data on the usage and the outcomes of axsos 3 titanium locking plate system. The report details analysis provided for surgical procedures performed between (B)(6) 2007 through (B)(6) 2020. During the review of the report, it was not possible to establish a specific device detail, patient information, and currently no additional device information is available; however, the following adverse event was reported: infection, superficial (early) in 2 patients. In 1st patient (plate1) out of 2 patients, required an irrigation and debridement with revision closure to treat. Surgical intervention was performed after the patient completed a course of oral antibiotics, which resulted in no purulence expressed from the wound, but evidence of wound dehiscence still present. This adverse event resolved following this revision procedure. All hardware was retained. In 1st patient (plate2) out of 2 patients, required an irrigation and debridement with revision closure to treat. Surgical intervention was performed after the patient completed a course of oral antibiotics, which resulted in no purulence expressed from the wound, but evidence of wound dehiscence still present. This adverse event resolved following this revision procedure. All hardware was retained. In 2nd patient out of 2 patients, this patient was treated without surgical intervention utilizing a course of clindamycin and demonstrated full resolution of the infection. This is for 1st patient , plate 2.